Manufacturer narrative:
H.6. Investigation summary : our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used nexiva 22 ga unit without packaging from an unknown material number and unknown lot number. The unit was received in two portions. Portion one was the winged adapter/extension tubing and portion two was the straight luer adapter with an attached needless connector. Bodily fluids were observed in the catheter tubing. In addition, two photographs were submitted which displayed similarities to that of the returned unit. A visual/microscopic evaluation of the returned sample displayed the straight adapter was separated from the extension tubing. The tubing edges of the straight adapter were jagged. The separation does not show any signs of physical or mechanical evidence confirming or supporting manufacturing related issues for the defect. Jagged edges indicate that the tubing was torn or pulled away from the straight adapter possibly through manipulation. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd 22g nexiva catheter experienced the catheter breaking/separated from the hub. Product defect was noted during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown patient went to lab for discharge study. Rn received a call from the rn, who stated that the patient's "piv cracked." Piv was subsequently removed by the rn and patient returned without piv. No complications noted. I am not able to release patient identifiers or demographics nexiva needle that separated from the tubing.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd 22g nexiva catheter experienced the catheter breaking/separated from the hub. Product defect was noted during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Patient went to lab for discharge study. Rn received a call from the rn, who stated that the patient's "piv cracked." Piv was subsequently removed by the rn and patient returned without piv. No complications noted. I am not able to release patient identifiers or demographics. Nexiva needle that separated from the tubing.